Manufacturer narrative:
Off button realigned, system fully functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system could not turn on due to stuck off button on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.